Event description:
Customer reportedly received results of 376 mg/dl, 93 mg/dl, 88 mg/dl, and 125 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.